Event description:
This console was not in use on a patient. During the console check out procedure the console alarm "primary air activated" will remain activated even when wall air is used. The console was returned to the manufacturer for upgrade.